Manufacturer narrative:
H6: investigation summary: client reported false positives issue on a bd bactec fx top instrument (p/n 441385, s/n ft9074). No erroneous results were reported to doctors, and patients were not impacted. Client indicated that false positives were reported by all drawers and in particularly by drawer a and the client carried out a confirmation gram staining test. The client had verified the false positives via gram staining, and they didn't have any impact on the patient. The false positives were contributed due to coupling of the blower in drawer a. The coupling was changed and the temperature in the 2 drawers were stabilized. The affected vials were moved to another drawer and the instruments were working under bd criteria. Review of the device history record is not needed due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned instrument or parts for investigation. This complaint is a confirmed failure of a bd product. The root cause is defective blower coupler. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this failure.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " the client calls to inform us of false positives in drawer a and in all the other drawers with a spike during the afternoons but also in the mornings. All vials are affected (aerobic and anaerobic). False positives reported by all drawers and in particular by drawer a. The client has carried out a confirmation gram staining test. The client has verified the false positives via gram staining and they didn't have any impact on the patient. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "the client calls to inform us of false positives in drawer (B)(6) with a spike during the afternoons but also in the mornings. All vials are affected (aerobic and anaerobic). False positives reported by (B)(6). The client has carried out a confirmation gram staining test. The client has verified the false positives via gram staining and they didn't have any impact on the patient."